Event description:
Customer reported check valve failure during chemo therapy secondary infusion. During the infusion the nurse noticed secondary medication infusing up into the primary IV fluid bag. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.